Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that his right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. Additional information obtained from the field which indicated that the stylets were not passing down the middle of the lead smoothly and catching right where the coil started. The lead was never in service. No adverse patient effects were reported.